Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the lead could hardly cross the valve for patient received tricuspid valvuloplasty before. When the rv lead reached target position, threshold was quite high and with poor sensing. Physician explanted the rv lead, and observed that the tip/head was distorted. Physician replaced the rv lead with a new lead to complete the operation. Physician commented the event was related to patient anatomy abnormal or repeated operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.